Event description:
The following information was provided by the affiliate: during post-dilatation of a cypher 2.5 x 8mm stent, a dissection occurred at the distal margin of the stent. This was successfully treated with a non-cordis device.